Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported experiencing unexplained high blood glucose. Troubleshooting was performed. The customer's recent glucose reading was 284 mg/dl, and she has treated with the insulin pump. The programming on the insulin pump was correct. Ran a fixed prime and passed. Performed a high pressure test and the test failed. Advised the customer that a replacement of the insulin pump will be sent. No further info was provided.